Event description:
Baxter (B)(4) received a report of a folfusor with multiple pinholes on the lid of the device. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a holes in the coil cap of the device was confirmed via photographic evaluation. Due to sample unavailability, root cause of the defect could not be determined. Pictures could only confirmed the reported issue, but could not help determine the root cause of the issue. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.